Manufacturer narrative:
P-cap locked in place properly during testing. Unit was downloaded successfully using thump software for reference. Proceeded with the following testing to assure proper functionality of the unit. Unit successfully passed self test. Unit functioning properly. The adapt tool was utilized to search for any relevant alarms that may have occurred in the past. In the adapt tool pump error 53 was noted on 10/02/2024 at 01:11:33.000 and at 01:21:00.000. Per software engineering log, pump error 53 is triggered when pump attempts to re-initialize/establish communication to the rf chip. The first attempt to initialize/establish communication encountered an error due an unstable power to the rf chip. Proceeded by cutting the unit open and performing a visual inspection on electronic assemblies and connectors. All connectors were plugged in properly and no moisture damage noted on electronic assemblies during visual inspection. Unit was also received with battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case on battery side, stained keypad overlay, cracked keypad overlay at select button, scratched case and label damage (faded). In conclusion, customer concern was confirmed during testing when critical error (pump error 53) was found in adapt history files. Pump error 53 is triggered when pump attempts to re-initialize/establish communication to the rf chip. The first attempt to initialize/establish communication encountered an error due an unstable power to the rf chip. Possible software issue, isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 53 (software error detected). The customer reported no adverse event. The event involved product(s) mmt-1885. Customer reported receiving a pump error. Customer was able to clear the error and fill cannula delivery test was successful. Error table did not indicate that pump should be replaced and pump passed self test. Customer is not using quick bolus speed feature on an impacted pump. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1885 was requested and customer response was the device will be returned.